Event description:
Mentor smooth 450cc under muscle implants caused ongoing pain, discomfort, chronic fatigue, digestive issues, insomnia, brain fog. I had mammograms since 2016 due to pain. They were put in approx (B)(6) 2012. Had them removed (B)(6) 2019 due to side effects and pain with capsulectomy. It wasn't covered by insurance and something I had to pay for. Not sure if mentor would reimburse for surgery cost ($(B)(6)) and how I would go about this. Glad they are gone. I am waiting for photos from dr and implants back. FDA safety report ID# (B)(4).